Manufacturer narrative:
No unexpected button error alarms noted during failure analysis. Failure analysis found intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads found during failure analysis. (B)(4).

Event description:
It was reported via phone call that the customer received a button error alarm. The customer's blood glucose was 302 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.